Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It also indicated the criteria for right ventricular lead integrity alert were met, the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance trend of the right ventricular defibrillation coil was variable, and the impedance trend of the right ventricular pacing lead was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients cardiac resynchronization therapy defibrillator (crt-d) had sounded an audible alert and the patient had become a little anxious over the alerts. Interrogation revealed the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. T-wave oversensing (twos) post ventricular sensing (vs) was noted. During in office testing they could not produce any short interval counts or oversensing on the lead. The lead remains in use. No patient complications have been reported as a result of this event.